Manufacturer narrative:
Results: bd received one open safety glide packaged needle, one open empty safety glide package confirmed to be from batch #6270803 (p/n 305916) and two specimen cups containing activated safety glide needles were received by bd canaan. The samples were visually evaluated. The needle hubs were inspected for damage. No defects were observed. The samples provided did not include the syringes being used when the leakage and compatibility issues were reportedly observed therefore, no further investigation could be performed. This is a previously investigated complaint. Quality has previously reviewed, evaluated and investigated this failure mode. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Unable to determine a root cause.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the drug leaks out of the syringe hub on a bd safetyglide¿ needle during use. There was no report of injury or medical intervention.